Event description:
Caller reported a cgm error, but there was no adverse impact to the customer¿s blood glucose level. Customer received complete pump reset information and was assisted in performing a pump reset. Following the reset, the error code did not appear again, and the sensor session was successfully initiated.